Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non-specific product performance issue. No additional adverse patient effects were reported. It is currently unknown as to whether this lead is available for return.

Manufacturer narrative:
This report is being submitted to provide further details that this lead was surgically abandoned and remains implanted (see event description). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned (capped) due to a non-specific product performance issue. A new lead was implanted. No additional adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
Boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned (capped) due to a non-specific product performance issue. A new lead was implanted. No additional adverse patient effects were reported. This lead remains implanted.